Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 9 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 10 malfunction events, where it was reported there is accessible ac current or exposed bare wires. There was no patient involvement.

Event description:
This report summarizes 11 malfunction events, where it was reported there is accessible ac current or exposed bare wires. There was no patient involvement.

Manufacturer narrative:
B5 and h1 updated to reflect correct count as an additional incident was reported. This device was not evaluated, as the issue was identified and resolved during troubleshooting calls between the customer and stryker technical support.

Event description:
This report summarizes 10 malfunction events, where it was reported there is accessible ac current or exposed bare wires. There was no patient involvement.

Manufacturer narrative:
Upon inspection of the final device, it was determined the device experienced the issues of accessible sharp plastic edges and a loss of pendant control, which are not reportable.